Event description:
According to the reporter: occurred during a laparoscopic hernia correction. While fixing the mesh to the tissue, the mesh did not joint the tissue. The tacks did not fix the mesh. To correct the issue, another tacking device was used. The tacker was able to fire tacks normally. The tacks penetrated and held the tissue correctly. The tacks disengaged into the patient cavity. No known impact or consequence to patient. Patient status is alive, no injury. Relevant medical history: ventral hernia.